Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6b: if explanted; give date: not applicable, as the intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal toric intraocular lens (iol) was implanted in the left eye, the patient experienced general discomfort, flickers in vision, and itching, in addition to conditions of presbyopia, conjunctivitis, opacity, refractive hyperopia, astigmatism, and ptosis of the eyelid. The patient was initially scheduled to have a specific non-johnson and johnson iol implanted; however, due to a recall of the other lens, the johnson and johnson lens was implanted instead, which was not a proper match for the other eye. The symptoms significantly interfere with the patient's daily activities. The patient reported that there are no issues with visual acuity. An explant procedure was originally scheduled for on (B)(6) 2025 but was canceled due to the requirement for cardiac clearance. The explant procedure remains pending due to health issues of the patient, and the patient continues to experience the aforementioned symptoms. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.